Event description:
It was reported that about 2 weeks post op, the patient was complaining of pain in her shoulder. It was noticed on x-ray that she had a type-3 ac separation and a broken clavicle bone. Surgeon then performed an open ac reconstruction with a new allo graft," the removed construct was noted to be fully intact. For added security, he also wrapped fiberwire around the clavicle to help secure it in place. It was later discovered that the patient stated she fell in the shower. Surgeon stated the patient was non-compliant to his post-op instructions. Revision was (B)(6) 2012. Pt did not show up for her post-op follow up visit.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. There is no failure of the device reported in the event. The complainant's event is most likely due to post operative patient noncompliance as stated in the event description. Also, the surgeon said that the patient was non-compliant and it was discovered that she fell in the shower. The directions for use warns against non-compliance and to avoid adverse stress applied to the device. It also warns against using this device as the sole means of reconstructing a chronic ac joint dislocation case. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Discarded by facility.